Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. Customer's blood glucose was 400 mg/dl.the customer reverted to an alternate method insulin therapy.